Event description:
The patient reported experiencing severe skin reactions to the pod. The patient¿s blood glucose level rose to greater than 30 mmol/l (540 mg/dl) while wearing the pod for between 49 and 71 hours. The patient described an incident associated with a pod worn starting around (B)(6) and into (B)(6), which led to persistent high blood glucose and a large cyst type ball, and painful swelling on the back of the left arm that required two general practitioner visits for lancing and drainage. The patient believed the cannula bent and possibly snapped, causing insulin to pool subcutaneously and causing an infection. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.